Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/31/2014 with the following findings: evidence of short prime steps, which can be indicative of the type of issue that was reported, was observed in the prime history data. Several loss of prime warnings and occlusion alarms, which can be indicative of a force sensor issue, were observed in the black box and alarm history data. The pump successfully performed the rewind, load, and prime functions; the pump did not prime the tubing during the load step: the reported issue was not duplicated. The pump passed a force sensor calibration check. The pump case was removed, and a cracked solder was found near one of the force sensor pins. The relation of the aforementioned device failure to the reported issue can not be determined, as the reported issue would have to be duplicated to determine such.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.